Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when advancing the 25mm flexible drill bit into the acetabulum through the holes of a pinnacle sector cup, the drill bit broke in half at the tip. The dr. Then used the 30mm flexible drill bit that resulted in the same outcome. Both broken drill bits were disposed by the scrub tech. No surgical delay. There were no reported consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.